Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 ventilator had an oxygen mixer leak. The customer did not provide patient involvement information. A medtronic field service engineer (fse) evaluated the ventilator and confirmed the customer reported issue. It was determined that the oxygen mixer needs to be replaced.